Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "hardening" and "undulations can be observed in the lower region of the breast." Patient later reported capsular contracture, baker grade iii. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side "hardening" and "undulations can be observed in the lower region of the breast". Patient later reported capsular contracture, baker grade iii. The device remains implanted.

Event description:
The device has been explanted.